Event description:
It was reported that during a lap wedge resection procedure, the jaw of the device would not open during the procedure. It took almost 40 minutes to open the jaw. The tyco gia was used to finish the procedure. There was no pt consequence.